Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12 vdc power supply was evaluated and adjusted. The monitor fuse holders were also confirmed to be operating properly. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system's left monitor blacked out. No patient or user injury was reported.